Manufacturer narrative:
Updated: h6.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the degeneration exhibited by the bioprosthetic valve in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device remains implanted and cannot be evaluated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this (B)(6) y o patient with a valve model 7300tfx31 implanted in the mitral position underwent surgery for a valve-in-valve replacement after an implant duration of 6 years and 9 months due to on-calcific degeneration leading to stenosis. (Mean gradient 8mmhg, valve area 1.8cm2) a 29mm sapien3 valve was successfully implanted within the surgical edwards valve with no complication. The result was noted as to be good, the patient was recovering. Currently in atrial fibrilation (had maze procedure and ligation of left atrial appendage at time of mitral valve replacement. A permanent pacemaker has been implanted.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.